Event description:
It was reported that the burr could not be withdrawn. The 85% stenosed, 24mm x 4.0mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 1.25mm rotalink burr was selected for use. During procedure, when the advancer knob was advanced from the proximal end to the distal end, it was noted that the burr could not be withdrawn. The device was completely removed within the catheter all together and the device was still intact after the removal. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Corrected d4 - lot number from 0023858156 to 0023473009. Corrected d4 - expiration date from 04/27/2021 to 02/092021. Corrected h4 - device manufacture date from 05/28/2019 to 03/12/2019. Device evaluated by MFR: the device was returned for evaluation. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination and microscopic examination revealed no damages. The handshake connection is pushed into the sheath. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damages, but the handshake connection is pushed into the sheath.

Event description:
It was reported that the burr could not be withdrawn. The 85% stenosed, 24mm x 4.0mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 1.25mm rotalink burr was selected for use. During procedure, when the advancer knob was advanced from the proximal end to the distal end, it was noted that the burr could not be withdrawn. The device was completely removed within the catheter all together and the device was still intact after the removal. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.